Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) reliability laboratory; failure (event) observed during analysis. Analysis found a contaminant within the high voltage capacitors.

Event description:
This report is to advise of an event observed during analysis.